Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the phaco "hood" is not adapted to the 2.2 millimeter incision; it collapsed and led to anterior chamber collapse. The phaco "hood" was changed. Patient outcome is unknown. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
The reporter informed that the problem was that the orange sleeves twisted during use. There was no impact on the patient; however, the incision was enlarged to avoid problems and the procedure could be completed.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. A sample was not received to date for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from a company representative. The company representative indicated that after analysis and discussion with the ophthalmic surgeon, the surgeon agrees that these are not concerns related to the equipment, but rather to operative technique and in particular to the surgeons incisions.